Event description:
During implantation, solia s 53 was dislodged. Postoperatively a dislodgement was observed and a reposition on the same day was done.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.